Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) followed-up with the customer over-the-phone to address the reported event. The customer stated the prefilter was replaced with a new one and the total area resulted in the normal range (acceptable range is 500-4000; optimal is 700-3000). The g8 instrument was performing as intended and the error cleared. No further action was required. A 13-month complaint history and service history review for similar complaints was performed for serial number (B)(4) from 28-oct-2016 through 28-nov-2017. There was one similar complaint identified during the searched period. The g8 operator's manual under chapter 6-troubleshooting states: 200 area low error is generated when three successive results fall below the lower limit of the total area (50) occur. If the error message is present when sufficient volume of sample is set in the rack, the problem may be caused by an empty reagent (hemolysis & wash solution). Check the remaining volume of hemolysis & wash solution and start the assay again. The most probable cause of the reported issue was due to clogged prefilter.

Event description:
On (B)(6) 2018, a customer reported getting 200 area low error of less than 400 during patient samples (acceptable range is 500-4000; optimal is 700-3000) on the g8 instrument. Customer noted the total area for the quality controls (qc) were within the acceptable range. On (B)(6) 2018, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.